Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. DHR review was completed. Part number: 03.130.010; synthes lot number: h055295; release to warehouse date: 28-aug-2016; manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: damage: visual (appearance not as expected). Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted and stripped distal stardrive tip which agrees with the reported complaint condition. The t4 screwdriver tip is significantly twisted in the direction of resistance encountered during screw insertion. Document/specification review: the returned device was manufactured in august 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Relevant drawings for the returned device were reviewed during this investigation (both current and from the time of manufacture): top-level design drawing for screw driver shaft. The screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument noted in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. Dimensional inspection: a relevant dimensional analysis was not able to performed at the t4 stardrive tip portion due to post manufacturing damage (significantly twisted). Dimensional analysis performed just proximal to the damaged tip measured ø2.33 mm that falls within specifications of ø2.35mm +0/-0.05mm per drawing. Conclusion: a definitive root cause for the tip of the returned screwdriver shaft becoming twisted could not be determined based on the provided information. It is most likely that excessive force during screw-insertion occurred and it can be assumed that a mechanical overload did lead to the deformation of the screwdriver shaft. In this relation the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown surgery on an unknown date. During the surgery the tip of the stardrive screwdriver shaft was stripped. The surgeon used different screws with a different stardrive screwdriver shaft to complete the procedure. No patient consequence was reported. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).